Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported that there was a large number of leaking syringes leading to high rejection rates in finished product. It was clarified this was leaking past the stopper. Large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product. Samples available. Per email on 23-jan-2020: here is what I found. As far as samples I have them but do not yet have access to the computer to verify the syringe lot number. Once we get up again I can work on sending more examples. Engineering has provided the information below. Please let me know if this is what you are needing. These lots were leaking past the stopper." 1 of 14 related complaints.

Event description:
It was reported that leakage occurred before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported that there was a large number of leaking syringes leading to high rejection rates in finished product. It was clarified this was leaking past the stopper. Large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product. Samples available per email on 23-jan-2020: here is what I found. As far as samples I have them but do not yet have access to the computer to verify the syringe lot number. Once we get up again I can work on sending more examples. Engineering has provided the information below. Please let me know if this is what you are needing. These lots were leaking past the stopper."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.